Event description:
Per the health professional: "pt underwent left total hip revision for diagnosis of failed left total hip arthroplasty, liner shell disassociation left total hip arthroplasty chronic evulsion abductor mechanism, extensive metallosis left hip."